Event description:
It was reported that approx. 61 months after implantation, the rv (linox smart) and ra (safio) leads were explanted. Insulation damage was observed.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 51 cm proximal of the electrode tip. The distal lead fragment with an extraction aid was returned for analysis. The proximal lead fragment, including the split with the connector exits, was missing and could not be analyzed. The returned fragment was visually inspected. Multiple signs of wear and tear were found at the lead body. The insulation was damaged by fraying, especially in the distal area. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Significant lead movement should be considered as cause. In addition, a deformed rv shock coil and cuts in the insulation at several sites were detected during the inspection, which are probably a result of the extraction procedure. The manufacturing process of the lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.